Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Postprandial and fasting blood glucose increased [blood glucose increased] pen had a malfunction, which caused that the insulin could not be injected [device failure]. Felt flustered [agitation]. Case description: this serious spontaneous case from china was reported by a consumer as "postprandial and fasting blood glucose increased(blood glucose increased)" with an unspecified onset date, "pen had a malfunction, which caused that the insulin could not be injected(device failure)" with an unspecified onset date, "felt flustered(flustered)" with an unspecified onset date, and concerned a (age not reported) female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index was not reported. Dosage regimens: novopen 5: procedure: hospitalization. Concomitant products included - insulin. On an unknown date, the doctor asked the patient to buy novopen. The novopen 5 was bought online and started around (B)(6) 2024 and used for one week. On an unknown date,the medication could not be pushed out, which caused the fasting blood glucose(fasting blood glucose) to increase to 17-18 mmol/l, postprandial blood glucose(blood glucose) increased to 28 mmol/l. On an unknown date, the malfunctioned pen was taken to the local hospital where the patient received medical treatment before. The doctor clearly told that the pen had a malfunction, which caused the insulin not to be injected and the patient felt flustered batch numbers: novopen 5: unknown . Action taken to novopen 5 was not reported. The outcome for the event "postprandial and fasting blood glucose increased(blood glucose increased)" was not reported. The outcome for the event "pen had a malfunction, which caused that the insulin could not be injected(device failure)" was not reported. The outcome for the event "felt flustered(flustered)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation results; product: novopen 5. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: is non-reportable tab updated. Malfunction filed updated. Qc comment and results filed updated. The final report is ticked. Imdrf codes b, c, d and g updated. Narrative updated accordingly. Final manufacturer's comment: 06-may-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Evaluation summary: product: novopen 5. Batch number : unknown. No investigation was possible, because neither sample nor batch number was available.